Event description:
Ulcer disease exacerbation [ulcer]. Bleeding [hemorrhage]. Nausea . Vomiting. Case description: this case was reported by a consumer via pt support programs and described the occurrence of ulcer in a (B)(6) female pt who rec'd gsk denture adhesive (formulation unk) (gsk denture adhesive (form unk)) cream for denture wearer. On an unk date, the pt started gsk denture adhesive (form unk). On an unk date, an unk time after starting gsk denture adhesive (form unk), the pt experienced ulcer (serious criteria hospitalization), hemorrhage (serious criteria hospitalization and gsk medically significant), nausea and vomiting. On an unk date, the outcome of the ulcer, hemorrhage, nausea and vomiting were not reported. The reporter considered the ulcer, hemorrhage, nausea and vomiting to be related to gsk denture adhesive (form unk). Add'l details: case rec'd from consumer via corega hot line. A woman of (B)(6) developed nausea, vomiting, ulcer disease exacerbation and bleeding (localization was not specified) right after she started corega extra strong mint taste. She was hospitalized to intensive care unit. No other info available.